Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2008. It has been reported the pt is without stimulation. The pt has also been unable to initiate communication between the ipg and both the pt programmer and charging system. A replacement charging system was not able to resolve the issue. A surgical intervention will be undertaken to resolve the issue. No further info is available at this time.